Event description:
It is reported that a pt came in with pain. The surgeon took some x-rays and observed that the nail was broken at the femoral head screw.

Manufacturer narrative:
Add'l info has been requested. Once the investigation has been completed any add'l info will be reported in a supplemental report. Device will not be returned.